Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: picking the locked door experiences and techniques in transseptal puncture post-atrial septal defect occlusion d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "picking the locked door experiences and techniques in transseptal puncture post-atrial septal defect occlusion", was reviewed. The article presented a case study of a 47-year-old male patient with medically refractory symptomatic atrial fibrillation. On an unknown date, a 38mm amplatzer septal occluder was successfully implanted. It was then reported on an unknown date eleven years post-procedure, the patient underwent a pulmonary vein isolation procedure. During procedure, the physician was unable to cross the atrial septum due to the amplatzer septal occluder. A decision was made to puncture the occluder near the central hub with a transspetal needle. Serial balloon inflations were not able to enlarge the puncture site due to the mesh and nitinol wires recompressing once the balloon was deflated. Another decision was made to puncture a new hole through the occluder but more peripheral or closer to the edge of the occluder. The secondary puncture site was successfully inflated to allow progression and subsequent completion of pulmonary vein isolation. The article concluded that a combination of pre-procedure imaging; access to both coronary and peripheral intervention equipment; careful selection of the puncture site; use of the deflate, advance, and torque technique; and the ability to upgrade to 0.032-inch dilators were all essential in snatching success from the jaws of defeat (or the mesh of an asd occlusion device, in this case). [The primary and corresponding author was gábor széplaki, atrial fibrillation institute, 72 eccles street, dublin 7, county dublin, ireland, with corresponding e-mail: szeplaki.gabor@gmail.com].

Manufacturer narrative:
As reported in a research article, picking the locked door experiences and techniques in transseptal puncture post-atrial septal defect occlusion. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title: picking the locked door experiences and techniques in transseptal puncture post-atrial septal defect occlusion.